Event description:
One blood leak occurred at the 4th reuse. The blood loss volume was around 100-150cc, since the blood was not returned to the patient. The patient was well and no medical intervention was given.